Event description:
It was reported that error code 416510 was observed. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
B3 is unknown. H3: one pump was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Error log review did not record the last error code but found too many downstream occlusions alarms degrade dso sensor. Visual inspection and testing found defective dso sensor. Although error code 416510 could not be duplicated, the probable cause for reported issue was admin error for reporting error code. The dso sensor was replaced. After the repair, the pump ran for about 28 hr@50ml/hour and no alarm or error code was found. The device passed all functional tests after the repair.